Manufacturer narrative:
Evaluation summary: no injector (unspecified product) was returned for evaluation for the lens being scratched by the injector; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon suspected that the plunger scratched the optic. The iol was removed and replaced with another iol.